Manufacturer narrative:
Evaluation: other for scanning electron microscopy. Evaluation summary: a review of the device history record for the batch in question revealed no discrepancies related to the complaint, the lot met all specifications upon release. Visual inspection found that the distal tip was fractured with the core wire exposed and approx seven cm of the distal end was absent. Examination of the fracture site found the presence of ductile fatigue and the fracture surface was characterized by material cracking and propagation caused by a reversed bending. There were no material anomalies observed. Based on the observed characteristics of the fracture, it was concluded that the user handling from the application of torque to the guidewire was a probable cause for the reported event.

Event description:
It was reported that the guidewire [device in question] had "separated 5cm from the proximal end" when being moved under torque during a successfully completed hepatic artery embolization. The guidewire was removed from the pt with the microcatheter. The guidewire was investigated and it was found that the fracture was at the distal end and the distal tip was absent. Clarification was received and the customer stated "when it was advanced through the microcatheter with torque, it was separated at 5cm from the catheter proximal end." It was confirmed that there was no impact to the pt as a result of this event and no piece of guidewire remained in the pt.